Event description:
A review of service data detected a reportable problem. During servicing, monitor sn (B)(4) was firing monophasic pulses instead of biphasic pulses and was resetting during the pulse test. The last pt to use this monitor did not report any deficiencies.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon investigation ten components were found to be shorted on the monitor's defibrillator board (transistors q12, q16, q8, and q7 and diodes d18, d19, d14, and d13). The cause for the shorted component on the defibrillator board was isolated to a defective u601 component (+5v power supply) on the monitor c/a board. U601 was found to be shorted to ground. The root cause for the shorted u601 component could not be positively identified. No adverse event resulted from the shorted u601 component. The last pt to use this monitor did not report any deficiencies.